Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 510 mg/dl with moderate ketones. The customer felt symptoms of dehydration, nausea and vomiting. The customer did not mention the type of treatment for their blood glucose levels. The customer stated their blood glucose started to rise after taking a nap. The customer had already changed their infusion set. The customer did not return the product back for analysis.